Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿post-endoscopic retrograde cholangiopancreatography pancreatitis in patients with asymptomatic common bile duct stones¿. Information from medical databases in three (B)(6) institutions indicates that 52 patients had pancreatitis after receiving the endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct stones over the past 6 years. The time period is unknown. Tjf-260v or jf-260v was used for the procedures. There was no information on which model of the endoscope was used in which procedure. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Omsc is submitting MDR according to the number of the device. This is 1st of 2 reports.